Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked from the winged luer cap during filling with antibiotic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual intermate was received for evaluation. The unit contained approximately 200 ml of fluid in the bladder. A visual inspection via the naked eye showed no evidence of a leak at the blue winged luer cap or at the fillport when the fillport cap was removed. The blue winged luer cap was noted to be securely tightened. A functional leak test was performed by manually filling the bladder with green colored water. During and after fill, no evidence of leak was observed at the blue winged luer cap or at the fillport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.